Event description:
(B)(4).

Event description:
The customer obtained a single, non-reproducible, falsely elevated vitros total b-hcg ii result on a patient sample tested on a vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported and a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, false positive vitros total b-hcg ii patient result occurred while using the vitros eci analyzer. A definitive root cause of the event could not be determined. However, poor sample handling, sample mix-up by the operator, or an analyzer related event could not be ruled out as contributing factors. The customer obtained the correct result when the sample was repeated with the same lot of vitros total b-hcg ii reagent and on an alternate method result.